Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead (serial# va1p5w5002) found no anomalies. The returned device passed all testing in the laboratory and no anomalies were identified. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare professional (hcp) regarding a patient with an external neurostimulator (ens). There was a lead issue during the procedure. There were high impedances on electrodes 4, 5, 6, and 7. The lead was not working on electrodes 4-7 no matter what they did. They readjusted the lead in the ens, readjusted the lead into a different ens port, removed and cleaned off the lead, and repositioned the lead. They eventually replaced the lead with a new one which resolved the issue. There were no issues with the new lead. There were no environmental/external/patient factors that may have led or contributed to the issue. The lead was never implanted and would be returned for analysis. The patient was noted to be alive with no injury. There were no patient symptoms reported and no complications reported.